Event description:
During a lateral entry femoral nail procedure, surgeon was repositioning the nail in the femur and was pulling on the insertion handle, a tooth broke off the insertion handle and was retrieved. The procedure was completed.

Manufacturer narrative:
A product development evaluation was conducted. The report indicated the alignment tang is sheared off almost completely flush at its base and was returned in a separate small bag for evaluation. Minor scratches exist on several areas of the instrument. A design change was made to address this issue of the tang shearing off the insertion handles 03.010.045 and 03.010.046. (B)(4) was released in june 2007 for the 03.010.045 and (B)(4) was released in january 2008 to add a radius to the corner of the tang to reduce the stress concentration in this region. The returned insertion handle was produced in july 2006 prior to the design change. The risk analysis does not currently adequately address this complaint event. Therefore, product development was contacted and advised they will include this risk in the next update to the risk analysis.

Event description:
This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment.

Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were reviewed and no complaint related issues were found. A visual examination showed the alignment tang is sheared off almost completely flush at its base and was returned in a separate small bag for evaluation. Minor scratches exist on several areas of the instrument. A design change was made, ref (B)(4), to address this issue. This handle was made prior to the design change.